Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking tests. No air bubbles or leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a bent cannula and the absence of a no delivery alarm that led to high blood glucose of 477 mg/dl at the time of incident. The customer indicated that she was hospitalized due to the high blood glucose. Troubleshooting advised customer on proper insertion technique and proper settings. The customer was advised to follow up if necessary and that new infusion sets would be provided.